Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: unknown,product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative and a foreign user facility regarding a patient receiving intrathecal baclofen with a concentration of 2000,0 mcg/ml at 299,6 mcg/day via an implantable pump. The indication for use was not reported. It was reported the patient was underdosed some days, which led to itching. The patient was overdosed some other days, and the patient was tired. The pump was changed, and on the day of the explant, they found ¿a little fibrosis¿ on the connection between the pump and the catheter. The little fibrosis was destroyed, and the connector piece (and catheter) remained in the patient. The issue was not resolved. However, the patient's status was alive - no injury. It was unknown when the event occurred. The implant date was unknown. The pump would be returned to the device manufacturer. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. Information regarding the catheter lot number and whether the hcp made dose adjustments was unavailable. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the underdose was not determined, and the cause of the overdose was not determined.